Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that asymptomatic patient presented to the or for a lead revision. Externalized conductors were observed via fluoroscopy near the clavicle. Decreased impedance was noted. The lead was capped.